Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02825. It was reported the patient experienced cerebrospinal fluid leak during the permanent implant procedure on (B)(6) 2017. The doctor performed a blood patch and the patient was asymptomatic while in recovery. However, the patient had extreme leg pain 2 hour after going home. The patient was able to move her legs and did not experience any neurological deficit. Follow-up revealed the pain was still present intermittently and the patient was on pain medication.

Event description:
Device 2 of 2: reference MFR number: 1627487-2017-02825. Follow-up revealed the issue had resolved over time.